Event description:
It was reported that the patient's leads dislodged possibly due to twiddler's syndrome. The leads remain implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2013 (B)(6); 5076 implantable pacing lead 2013 (B)(6); 7426 deep brain stimulation implantable pulse generators x2 2009 (B)(6); 7482a51 neuro extension 2009 (B)(6); 3387 deep brain stimulation leads x2 2009 (B)(6). (B)(4).